Manufacturer narrative:
(B)(4). A partial UDI is provided because the lot number was not reported. It was initially reported that the device would be returned for analysis. Subsequent information revealed that the device was discarded and is not available for evaluation. Although this incident was initially, conservatively reported as being related to a voluntary field action for the mitraclip delivery system initiated on jan 28, 2016, investigation found this incident is not related to the field action issue. As the device was not returned for evaluation, a failure analysis of the complaint device could not be performed. In addition, a review of the lot history record and complaint history for the reported lot could not be conducted, because the lot number was not provided. The investigation concluded that definitive cause for the reported event could not be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Subsequent to the previously filed medwatch report, additional information: during the procedure, resistance was encountered while rotating the actuator knob to deploy the clip. Troubleshooting maneuvers were performed and the clip was deployed successfully. No additional information was provided.

Manufacturer narrative:
(B)(4). The clip delivery system is expected to be returned for investigation, but has not yet been returned. This MDR is being conservatively filed for difficult to deploy as this incident reported details have similarities to complaints wherein the clip failed to deploy. Abbott vascular made the decision to initiate a voluntary field action for the mitraclip delivery system on (B)(4) 2016 for failure to deploy . Abbott vascular has implemented corrective actions to ensure ongoing product performance. The abbott vascular internal notification number for the mitra clip field action is 2024168-2/3/16-001-c. A follow-up report will be submitted with all additional relevant information once the device is returned and further investigated.

Event description:
This is conservatively filed to report that during deployment,the clip did not initially release from the delivery system. It was reported that this was a mitraclip procedure to treat mitral regurgitation (mr) with an unknown grade. It was noted that the clip deployment was difficult; however, standard troubleshooting steps were performed and the clip was deployed successfully. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.